Event description:
It was reported that the physician's (B) (4) handheld computer was having problems that started 2 months prior. Per the physician, when she turns on her handheld, it states "the battery latch was opened. System was put into sleep mode." She then taps ok on the message several times and then the handheld turns off. Troubleshooting was performed, but the problem persisted. Per the physician, she has tried using the handheld while plugged in and the same thing happens. Attempts for product return have been unsuccessful to date.